Manufacturer narrative:
Unit received with partial white display due to cracked and bleeding lcd glass. Unit received with cracked select button on keypad overlay. Unable to perform displacement test due to lcd physical damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on the middle button of the insulin pump. The customer¿s blood glucose level was 6.4 mmol/l. The insulin pump will be returned for analysis.